Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 45 blue reload was analyzed and found to have lodged malformed staples stuck in the knife track at the distal tip of the reload. The staples were successfully removed. There were additional observations not reported by the site and related to the primary failure. The reload was disassembled in-house, and the cartridge appeared to be damaged within the knife track. The damages within the knife track were observed towards the distal end. The reload was found to have blade damage when the reload was disassembled in-house.

Event description:
Intuitive surgical, inc. (Isi) received a blue sureform 45 reload with no allegations. There was no report of patient involvement.